Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward and the cannula was not visible when removed. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6.

Manufacturer narrative:
The device was received not deployed. The data showed that the device completed first and second priming sequences and was deactivated at the end of second prime. The rotational sensor data showed that rotational sensor abnormalities occurred during priming, which resulted in first prime ending earlier than expected. The rotational sensor abnormalities were replicated during pod rerun. Inspection of the drive mechanism components found the commutator cap to be contaminated. Scratches were also observed on the commutator cap. The contamination on the commutator cap was confirmed to be the cause of the rotational sensor abnormalities and reported cannula failing to deploy. The investigation could not confirm if the scratches also contributed to the reported event. The cause of this damage could not be confirmed.